Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was given a replacement pump for continued insulin therapy.